Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Corrected data: h6 - work order search: no similar complaint was reported for units within the same lot. Should have been included in initial medwatch report. B5 - it was initially reported that the problem was resolved, but the lens replacement did not resolve the problem. "See MFR report# 2023826-2020-00078 for the exchanged lens". Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h10 - "claim#: (B)(4)" should be corrected to "claim#: (B)(4)" in supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, in a case/vial. Visual inspection found the lens haptic torn,broken and bent. Dimensional inspection could not be performed due to lens damage. Claim#: (B)(4).